Event description:
A physician reported the pt found a hard white lump accompanied by a tingling sensation, three weeks after injection with juvederm ultra with lidocaine in the lips. The doctor prescribed augmentin and acyclovir tablets, and believes the pt may have a cold sore. There is no additional info at this time and follow up is in progress. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B) (4).